Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the hcp had been notified and the appointment date was set for (B)(6) 2024 . It was unknown if this issue was caused by normal battery depletion, but it was most likely caused by a very high amplitude. The steps that would be taken to resolve the issue involved a device interrogation. This issue had been resolved. It was unknown if device replacement was planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the rep called to report error code message appearing on handset that stated 'end of service.' When agent pulled up patient(pt) in drs, device was implanted (B)(6) 2023. Rep reported being notified just today of this error code, but was unsure when the message first appeared. Caller could not move past error message and, therefore, was unable to troubleshoot or check stim settings. Agent suggested contacting hcit to request copy of event log, and suggested caller speak with managing hcp about possibility of replacing ins and sending depleted system back to mdt. Per caller's request, agent emailed phone number for hcit so caller could call later.